Event description:
It was reported that during an implant procedure, it was noted that the patient was not able to extend the helix and high pacing impedance was seen. A lead malfunction was suspected. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. Helix did not retract by itself once it was extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.